Event description:
During use the tubing distal to the camp reservoir spontaneously disconnected from the vamp reservoir, leaving the arterial site open and bleeding profusely.

Manufacturer narrative:
Eval summary: adult vamp = blood is visible inside the system. Tubing is found completely detached from solvent bond joint with reservoir. Trace of adhesive and etching is visible at reservoir tubing port. Unable to determine the adhesive disturb.